Event description:
The patient contacted animas on (B)(6) 2012 and stated the keypad buttons were unresponsive after water exposure. The patient denied damage to the keypad, stated the audio bolus button was missing, and noted moisture behind the display screen. The patient reportedly wore the pump in a pocket and did not clean it. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4):the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the up arrow and down arrow keypad buttons are unresponsive. There was evidence of keypad contamination found under the contrast and down arrow key contacts. There was visible moisture in the display lens, and a bolus button leak was observed during investigation. The pump cover was removed and there was moisture present inside the pump.